Manufacturer narrative:
This event was discovered when pmt initiated a review of a 2017 registry that collected data regarding the clinical performance of pmt devices in real-world use. In this case, the event was not reported as a complaint by the customer and there was no device defect or malfunction related to the device at the time of surgery. A (B)(6) female patient underwent cervical fusion with cages placed posteriorly at c4-c7. A post-op CT scan revealed one cage was malpositioned causing nerve root irritation or possible impingement. On the same day as the index procedure, the patient underwent a removal of only one of six cages (at c4-c5 on the left) and placement of lateral mass screw instrumentation at that level. No device defect or malfunction was reported by the surgeon. The patient is doing well, and no subsequent issues have been reported.

Event description:
A (B)(6) female patient underwent cervical fusion with cages placed posteriorly at c4-c7. A post-op CT scan revealed cage malposition causing nerve root irritation or possible impingement. On the same day as the index procedure, the patient underwent a removal of the cage at c4-c5 on the left and placement of lateral mass screw instrumentation at that level. No device defect or malfunction was reported by the surgeon.